Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During functional testing, the reported problem was duplicated. Once the device was powered on, liquid crystal display was not working. The root cause of the reported issue was found to be a faulty liquid crystal display/printed circuit board. Replaced printed circuit board.

Event description:
It was reported that there was a bad liquid crystal display. No patient injury was reported.